Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and test failure alarm. Customer's blood glucose level was 456 mg/dl and 368 mg/dl. Customer performed to troubleshoot for test failure alarm and stated alarm did not occur during the rewind/prime sequence. Self test was performed and was passed. Customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.